Event description:
Iabp screen malfunctioned and would not power on. Iabp was still inflating balloon and attempting to assist patient, but screen remained black. Nursing staff was unable to adjust settings or look at iabp function. Contacted the manufacturer and explained the issue to them. They claim to have no solution to this issue and are aware of this happening within other facilities. Requested formal documentation from the manufacturer regarding this issue.